Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow up report. Log files shows alarm 389 no o2 dosing possible and alarm 241 temperature of blower is high. Recommend to perform the gas path test and instruction send. The safety valve need to be replace. The customer informed that the unit is working well without any alarms for two days.

Event description:
Customer request to verify the event logs. Logs shows alarm 389 no o2 dosing possible and alarm 214 temperature of the blower high. At this time, it is unknown whether or not there is any patient involvement associated with the event.